Event description:
It was reported that there was a loss of therapeutic effect and a low battery. It was noted that the clinician programmer showed longevity of 52 months. The patient reportedly had nausea and vomiting symptoms return, and was hospitalized 5 days last week due to this. It was noted that the patient was still having problems with these symptoms but was no longer in the hospital. It was later reported that the cause of the event was low battery. It was noted that there were "normal" impedance measurements, further hospitalization was not required, and there were no injuries. No further information was given.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2004 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2004 (B)(6), product type lead. (B)(4).